Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaw appeared to be in alignment and the shaft, clip retainer, push fork, rotation knob and trigger were acceptable. Upon evaluation, the device was tested for functionality. It was noted that the clips fired at a slower speed than normal. Of the five clips that were remaining, four of the clips cycled, fed and formed as intended with proper pinch and alignment. One of the clips did not lead properly into the jaw and had no pinch at all. The device then locked out as intended. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a laparoscopic cholecystectomy the fourth, fifth and sixth clip misfired. The device was replaced. The pt was reported to be in recovery in stable condition following the surgery. It was noted that the pt's weight was within normal limits for age, height. It was later reported that the slips were coming out malformed, bent to the left. The outcome of the case was fine. Another device was used to complete the procedure.